Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Pump passed sleep current measurement, active current measurement and displacement test. No battery anomalies noted during testing. Pump received error 25 due to j6 connector resistance issue.

Event description:
The customer reported via phone call that the insulin pump received a power error and a failed battery alarm. The customer¿s blood glucose level was 165 mg/dl. The customer reported that they were able to clear the alarm and was able to complete insulin pump rewind. The customer was assisted with troubleshooting. Notification light did not immediately stop flashing. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will not be returned for analysis.